Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The complaint device was pressure tested to check for leaks. Result: the pressure test revealed that the complaint device performed within the required specification and no fault was found on the breathing circuit. Conclusion: we were unable to determine what had caused the leak as reported by the customer as no fault was found with the complaint device. A leak in the breathing circuit should be detected by an alarm on the ventilator. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. The user instructions that accompany the device state: check all connections are tight before use. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that an rt200 adult breathing circuit failed the ventilator leak test. This was found prior to patient use.